Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working when user tried to login. Customer tried to reboot the station, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working when user tried to login. A field service engineer replaced the biometric identifier, however it initially appeared in device manager as an unknown device, downloaded and installed the lumi shim package, allowing the system to correctly recognize the biometric identifier pass the acceptance test, and after a reboot, enable the customer to log in successfully using fingerprint authentication. The system functioned as intended after the field service engineer repaired the device.